Event description:
It was reported that upon device interrogation, no episodes or values were displayed. There were no adverse consequences for the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.